Manufacturer narrative:
Model number /catalog number: sc-2138-70, serial number: (B)(4), batch/ lot number: 110105 / 110438, model/ catalog description: phase iii linear lead - 70cm. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively.